Event description:
Upon removing the stylet from the device, the clinician found that the needle was broken.

Manufacturer narrative:
The sample has been returned for analysis and is currently under investigation. A supplemental report will be submitted upon completion of the investigation.